Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported that the patient had an explant of the implantable neurostimulator (ins) scheduled for (B)(6) 2015 due to discomfort from the ins at the pocket site. The cause of the discomfort was not determined. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.